Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. The failure mode could not be determined but the broken needle point condition is consistent with passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating part (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair procedure, the multifire scorpion needle broke off inside of the patient. A second multifire scorpion needle of the same lot was opened and used to complete the case. The staff and surgeon are unaware of how many passes had been made before the needle tip broke off. A c-arm was brought in the case and multiple shots were taken however, there was no visual tip seen. The tip was left in and the surgeon stated he would order a post-op x-ray in the clinic. Additional information received 5/3/2017: x-rays were not taken and the scorpion mating device used with the multifire scorpion needle will not be returned for evaluation. The needle will be returned to aci for evaluation.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that during a rotator cuff repair procedure, the multifire scorpion needle broke off inside of the patient. A second multifire scorpion needle of the same lot was opened and used to complete the case. The staff and surgeon are unaware of how many passes had been made before the needle tip broke off. A c-arm was brought in the case and multiple shots were taken however, there was no visual tip seen. The tip was left in and the surgeon stated he would order a post-op x-ray in the clinic. Additional information received (B)(6) 2017: x-rays were not taken and the scorpion mating device used with the multifire scorpion needle will not be returned for evaluation. The needle will be returned to aci for evaluation.